Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The 75% stenosed target lesion was 2.75mm in diameter, 16mm long located in the distal circumflex (cx). The lesion was treated with predilation and placement of a 2.75x12mm study stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, a non target lesion in the mid right coronary artery (rca) was treated with placement of a 2.5x12mm taxus stent. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient experienced crescendo angina and cardiac catheterization was recommended. The mid rca was treated with predilation and placement of a 2.75x15mm promus stent overlapping the previously placed taxus stent. Post dilation was performed. Residual stenosis was 0%. The event was resolved without residual effects. The patient was discharged 2 days.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).